Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows that the suture did not cinch down. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion and/or excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th june 2025, it was reported by an arthrex employee via email that for an ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, when pulling the repair suture through the knotless mechanism of 1.8 fibertak ar-3636, the suture stopped passing and could no longer be cinched down to labrum, it had to be cut out. This was detected during use in an arthroscopic stabilization of labrum procedure on (B)(6) 2025. The procedure was completed successfully as the repair suture was cut out using open suture cutters.